Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: two photo samples were provided to our quality team for investigation. The photos are of the tray packaging. Unable to confirm the reported failure based on the provided photos. H10: b5(describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the catheter would not advance off the needle with out much force by the md. When he tried to loosen it the plastic catheter slid off and then when it moved back the catheter tore on the needle. There were no reported patient injuries, delays in treatment, or the need for any medical intervention, including diagnostics or procedures. The defective kit was discarded, and the procedure was successfully completed using a new kit.

Event description:
It was reported by the customer that the catheter would not advance off the needle with out much force by the md. When he tried to loosen it the plastic catheter slid off and then when it moved back the catheter tore on the needle. There were no reported patient injuries, delays in treatment, or the need for any medical intervention, including diagnostics or procedures. The defective kit was discarded, and the procedure was successfully completed using a new kit.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.